Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation of the gastrointestinal videoscope, white residue was observed in the air/water channel, and debris was found on the lens. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. Corrected field: h9 ¿ this report is being submitted to correct information that was inadvertently included in previous report. The field was completed in error and should have been left blank. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.